Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer changed the pump supplies to address the issue. Ultimately, the customer reverted to an alternate method of insulin therapy.